Manufacturer narrative:
(B)(4). During investigation, a review of complaint history, instructions for use (IFU) and trends was conducted. The returned imaging in this case was reviewed. The reviewer assessed that the iliac arteries were severely tortuous and partially elevated by the large internal iliac artery aneurysms. There is no evidence to suggest that the device was not manufactured to specification. The product was not returned in this case. Based on the provided information it is likely that the patient's preexisting conditions contributed to the difficulty encountered in this case. The appropriate internal personnel were notified. We will continue to monitor for similar complaints.

Event description:
A 78 year old male underwent an evar on (B)(6) 2014. A zenith flex main body (1820334-2015-00038) was placed by the physician with no issues. The contralateral gate was access and amplatz wire placed. The zenith iliac leg graft with spiral-z technology was inserted and resistance was met. The wire was repositioned twice and attempted two more times. The decision was made to retrieve the top cap from ipsilateral side. The trigger wire was released and grey positioner was advanced. Halfway up, the entire graft moved up encroaching on right renal and sma. A coda balloon was inserted on the contralateral side and the graft was pulled down and straightened. The physician proceeded with a third attempt to insert a new zenith iliac leg graft with spiral-z technology (1820334-2015-00054), but was unable to fully insert. The decision was made to bridge the gap with an icast covered stent. Several attempts was made with the wire and catheter to cannulate the sma and right renal artery that were covered with no success. Finally the zenith iliac leg graft was placed in the ipsilateral side. The graft was ballooned with a coda and a final angio was performed. The sma was occluded and partial right renal. The physician performed a laparotomy and did a retrograde stent in the mesenteric and bypassed the right renal . This was performed after the stent was deployed. The left renal was intentionally covered. The patient is currently intubated and on dialysis.

Manufacturer narrative:
(B)(4). Deployment issue. The event is currently under investigation.

Event description:
A (B)(6) male underwent an evar on (B)(6) 2014. A zenith flex main body (1820334-2015-00038) was placed by the physician with no issues. The contralateral gate was access and amplatz wire placed. The zenith iliac leg graft with spiral-z technology was inserted and resistance was met. The wire was repositioned twice and attempted two more times. The decision was made to retrieve the top cap from ipsilateral side. The trigger wire was released and grey positioner was advanced. Halfway up, the entire graft moved up encroaching on right renal and sma. A coda balloon was inserted on the contralateral side and the graft was pulled down and straightened. The physician proceeded with a third attempt to insert a new zenith iliac leg graft with spiral-z technology (1820334-2015-00054), but was unable to fully insert. The decision was made to bridge the gap with an cast covered stent. Several attempts was made with the wire and catheter to cannulate the sma and right renal artery that were covered with no success. Finally the zenith iliac leg graft was placed in the ipsilateral side. The graft was ballooned with a coda and a final angio was performed. The sma was occluded and partial right renal. The physician performed a laparotomy and did a retrograde stent in the mesenteric and bypassed the right renal. This was performed after the stent was deployed. The left renal was intentionally covered. The pt is currently intubated and on dialysis.